Manufacturer narrative:
All manufacturing records for the subject lot of plexur m were reviewed, and indicated that the subject graft was manufactured according to procedure and met all specifications. All critical processing parameters were met, and there were no irregularities or non-conformances associated with the processing of the graft. The subject lot of plexur m was terminally sterilized with gamma irradiation within the required dosage rate. The plexur m instructions for use were reviewed and were determined to be adequate for the use of the product. Osteotech's medical director concluded that no malfunction occurred and the plexur m performed according to specifications. Based on these findings, no further action is required. This investigation is considered closed.

Event description:
Pt is a (B)(6) year old female who, post-trauma, underwent a wrist arthroscopy in (B)(6) 2009, and subsequently developed wrist pain. There was no history of underlying disease. In (B)(6) 2010, she underwent an exploration of the wrist and was found to have extensive chondrolysis in the radio-carpal joint. The surgeon performed a wrist fusion between the proximal carpal row and the distal radius using 5cc of plexur m. The plexur m was placed into the denuded joint spaces, allowed to harden, and transfixed with a number of screws. Pt was immobilized in a cast for 8 weeks and x-rays were satisfactory. The cast was removed at 8 weeks and the pt was started on range of motion exercises and began to experience wrist pain again. X-rays in (B)(6) 2010 revealed that the screws were free-floating and no fusion had occurred. Pt was returned to the operating room with a presumptive diagnosis of an infection in the operative site. The plexur m, which had not yet consolidated, was removed, as were the screws, and an antibiotics-impregnated spacer block was inserted to treat the suspected infection. Multiple operative cultures were performed and all were negative. In (B)(6) 2010, surgeon re-operated using an autologous iliac crest graft for fusion.